Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic the device was explanted on (B)(6) 2025 under general anaesthesia due to bothersome tinnitus that was elicited by pressure against the implant site. The patient was reimplanted with another cochlear device during the same surgery.